Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary based on the provided information is the part 991.139 a polo (part of local opportunity) device. This means this device was purchased by the loc (local operating company) directly at a local supplier, in this case (B)(4). Therefore synthes gmbh is not the legal manufacturer and not responsible for the investigation of this complaint. Based on this and as there was no product returned for investigation, it has been determined that no corrective and preventive action is proposed. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history record. Device history lot , synthes USA. A DHR file for part #991.139, lot #102086 combination could not be found in docusphere. If more information becomes available this DHR review will be revisited. Synthes gmbh, part number 991.139 is not a synthes gmbh part number, therefore no DHR available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for femoral trochanteric fracture with the drill bit. During the surgery, the drill bit broke at the welded part. The surgeon used another drill bit instead, and the surgery was completed within a thirty (30) minute delay. There was no adverse event to the patient. No further information is available. This report involves one (1) drill bit ø14 cann l312 f/afn. This is report 1 of 1 for (B)(4).